Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose. The customer stated that he found his basal rates were too high, but the doctor has changed them. The customer also called to know how to check if the insulin pump has been calibrated. Assisted the customer with the issue. The customer's most recent glucose reading was 159mg/dl. No further information was provided.